Event description:
It was reported that a malfunction alarm occurred. It was also reported that the customer experienced a blood glucose (bg) level of 593 mg/dl. The customer had not addressed their bg level at the time of troubleshooting. The customer reverted to an alternate method of insulin therapy.